Event description:
It was reported while using bd luer-lok¿ tip syringe only the needle hub was cracked. There was no report of patient impact. The following information was provided by the initial reporter: the 2 of syringes had same faulty issue. Needle hub shown to have crack and damaged.

Manufacturer narrative:
H6: investigation summary: it was reported the syringe is cracked and damaged. To aid in the investigation, two samples in opened packaging blisters and three photos were received for evaluation by our quality team. In addition, one needle assembly with no packaging blister was received. A visual inspection was performed and both syringes have luer tip damage. The needle assembly has the luer tip of one of the syringes in the needle hub. The three photos provided show the samples received. No other defects or imperfections were observed. This defect could occur if additional force or torque is applied when connecting the needle assembly to the syringe. A device history record review was completed for provided material number 302832, lot 2210110. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.